Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported impedance issue could not be conclusively determined.

Event description:
An alert was received due to low impedance on the right ventricular lead. The patient is stable and will be monitored remotely.